Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarms. Unable to confirm motor position encoder error and battery out limit alarms due to motor error alarm. Unable to test glucose meter and confirm communication due to motor error alarms. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 153 mg/dl. Device had also alarmed motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.